Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was corrosion on the drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An analysis of the device showed that traces of corrosion have been detected on the surface. These deposits have formed by residues after cleaning and sterilization process. The traces can be removed mechanically. All metallic contacts in damp or wet conditions produce electrolytic reactions with contact corrosion as a result. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.